Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted that the device spiked trocar was received. The obturator was received. The circular seal was cut with a piece disengaged. The duckbill seal, cannula and the flanges of the anchors appeared intact. Functional testing found that the instrument was actuated, the device unlocked, and no issues were presented. The device passed an air leak test. It was reported that the component disengaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. As an attempt to replicate the condition observed, one sample was taken from the assembly line and intentionally the trocar was inserted into the cannula at an angle position. It was observed that the outer seal got damaged similar as the one from the sample received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j5j3285gy); 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j5j3285gy); 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j5g2679gy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic hernia, while gaining access, plastic pieces of the valves of four ports broke and fell into the cavity of the patient. The surgeon removed the pieces of plastic when they could be found. There was no patient injury.